Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1hy0q, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 28-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and bowel dysfunction/sacral nerve stim. It was reported that the patient had stated that their implanted battery would sometimes move, and they felt pain in the pocket site. The healthcare provider decided to perform a pocket revision. Upon opening the pocket, they observed that the lead had twisted numerous times and a removal and replacement of the lead and battery was performed. The issue was noted to be resolved. Additional information was received from a manufacturer representative. It was reported that the cause of the problem was that the battery was flipping in the pocket. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.